Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open sore under the lifevest equipment. Patient described the area as open sore, along the breast due to the straps. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied neosporin and gauze under strap for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.